Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that rotablation was performed and redilatation was done with a 2.0 x 15 mm balloon catheter. The 2.5 x 23 mm promus rx stent delivery system (sds) was selected for use; however, while inflating, the balloon ruptured before reaching 8 atm. The stent was deployed and the balloon was removed successfully. No complications to the patient. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.